Event description:
It was reported that on (B)(6) 2004: patient presented to referring physician for mid thoracic pain, lower back pain, and radiating pain down into the right buttock. Review of the imaging studies reveals fairly classic l4-5 spondylosis with collapse of the neural foramen and narrowing. His thoracic spine is less impressive. Physicians summary stated, ¿*patient* presents with symptoms of degenerative disease in mid-thoracic and low back at l4-5.¿ physician agreed patient should get discography and then be re-assessed. On (B)(6) 2004: patient presented with significant low back pain into his buttock, somewhat into legs, but also chronic neck and upper thoracic complaints. Patient presented plain x-ray that shows moderate degeneration of l4-5. MRI shows a degenerative l4-5 disc with a small protrusion. The neck has a very degenerative c6-7 level. On (B)(6) 2004: patient presented for review of MRI taken on (B)(6) 2004. Studies show, ¿at c5-6 moderate degenerative disc with a 2mm central protrusion giving moderate spinal stenosis due to some congenitally short pedicles. C6-7 has the nearly similar change with moderate to severe spinal stenosis. (Pt.) Does have a bit of a syrinx occurring at the c4-5 level which is about 1.1 cm in length right of midline within the cord and posterior to the c4-5 disc space.¿ on (B)(6) 2005: patient presented with neck pain as well as trapezial, shoulder and some are radiating pain. MRI¿s show, ¿at c5-6 and c6-7 moderate spondylosis and moderately to severe degenerative disc disease. (Pt.) Is having a bit of a small syrinx at the c4-5 level but no compression.¿ surgeon informed patient of risk and alternatives to an anterior discectomy and fusion. Surgeon also noted patient does have other issues of thoracic and lumbar, which could be treated conservatively at this point. On (B)(6) 2005: patient presented with cervical ddd, cervical spondylosis c5-7 and underwent a c5-7 anterior discectomy and fusion with instrumentation, allograft, and rhbmp-2/acs. Procedure was performed without complication. Patient presented for complex pain management consultation. Patient was diagnosed with: post cervical spine fusion with acute post op pain, chronic pain, chronic opioid usage, anxiety, chronic benzodiazepine usage, chronic sedative usage, migraines, untreated depression, history of ecstasy usage, and history of cocaine usage. Patient assessment is one with an acute post op pain. On (B)(6) 2010: patient presented with chronic back pain. Patient assessment was chronic back pain and ddd. Treatments were discussed and medications were provided. On (B)(6) 2010: lab results of patient urine tests were reported. Patient tested positive for marijuana metabolites. On (B)(6) 2010: patient presented for medication refills. Patient was assessed with ddd, back pain, anxiety, and depression. Treatments were discussed and medications were provided. On (B)(6) 2011: patient presented with extreme pain. Patient became unruly (harassing other patients) in waiting room and was escorted to an exam room to separate from other patients. While vitals were being taken, patient stated (pt) was on baclofen and had consumed a liter of vodka. Physician refused to see patient in drunken state. When patient was informed of this, (pt) became agitated and angry and began throwing things in the exam room. Patient was escorted out. On (B)(6) 2011: patient presented with severe pain. Patient assessment was neck pain, spasms, depression, and anxiety. Treatments were discussed and medication provided. On (B)(6) 2011: patient presented for refill on meds. Patient assessment was chronic pain, degenerative disc disease, anxiety and depression. Treatments were discussed and medication provided. On (B)(6) 2011: patient presented for refill on meds. Patient was not seen. On (B)(6) 2011: lab results of patient urine tests were reported. Patient tested positive for marijuana metabolites and opiates. On (B)(6) 2011: patient presented with pinched nerve in back. Patient was assessed with chronic pain and given vicodin. On (B)(6) 2012: patient presented with chronic pinched nerve in neck and muscle spasms in neck. Patient assessment was chronic neck pain. Treatments and medications were discussed and provided. On (B)(6) 2013: patient presented for renewal of medications. Patient assessment was cervical spine djd with frequent spasms. Treatments discussed and medication provided. It was also reported that patient had swelling at implant site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.